Event description:
Invalid result (s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer has just purchased the test kit, so this is an out of box issue. Customer called in because her test cassette has no c-line or t-line. Customer confirmed that she had applied 4 drops of buffer solution to the s-well, and waited until 15-30 mins. No control line or test line appeared. Customer was able to send a picture of the cassette. I advised the customer that I need to forward this information to the appropriate department for review. Customer will wait for an email back from acon labs on this matter.

Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120184. No abnormal issue was found in the manufacturing process, technical testing and quality control inspections complied with the dmr. Retained samples of the reported lot have been checked and no abnormal issue was found, the reported issue could not be reproduced.